Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5038868) in united states on 09-mar-2015 who had essure (fallopian tube occlusion insert) inserted. Consumer reported that in 2010 she had a tubal and also had the essure device put in. According to reporter, essure was put in not to prevent pregnancies but to stop the heavy bleeding. In 2013, she started developing severe pain in her groin and in her right hip and, after nine long months, several magnetic resonance images, x-rays and one bladder distention, it was finally discovered that the implants had slipped and were sitting sideways in her tubes. She was scheduled for surgery the very next day ((B)(6) 2014), at that time it was also discovered she had fluid in both of her tubes, a cyst and endometriosis. Throughout the nine months that it took for her to get diagnosed she was un-responsive to oral pain meds and for the first time she actually used the number 10 to describe her pain. There was a point that she was unable to walk up a flight of stairs because the pain was so intense and at times she had almost passed out from pain and nausea. Ptc investigation result was received on 18-mar-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and later it was discovered the implants had slipped and were sitting sideways in her tubes. The implants were surgically removed. The reported event, interpreted as device dislocation, was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Although, in this particular case, the exact mechanism of the event is unknown, given its nature; causality with the suspect device cannot be excluded. This case was regarded as incident due to the reported surgical intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 14-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0583). Consumer reported that she had essure placed in (B)(6) 2010 and the right implant slipped and caused damage to her fallopian tube. She was in severe pain for over nine months and it took several magnetic resonance images, blood tests, x-rays and two surgeries before the problem was discovered. The implants were removed on (B)(6) 2014 (previously reported as (B)(6) 2014) along with her fallopian tubes. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and later it was discovered the implants had slipped and were sitting sideways in her tubes. The implants were surgically removed. The reported event, interpreted as device dislocation, was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Although, in this particular case, the exact mechanism of the event is unknown, given its nature; causality with the suspect device cannot be excluded. This case was regarded as incident due to the reported surgical intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 02-jul-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and later it was discovered the implants had slipped and were sitting sideways in her tubes. The implants were surgically removed. The reported event, interpreted as device dislocation, was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Although, in this particular case, the exact mechanism of the event is unknown, given its nature; causality with the suspect device cannot be excluded. This case was regarded as incident due to the reported surgical intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information could not be obtained.